Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the vf episode count was missing/invalid. Concomitant product(s): 419488 lead, implanted: (B)(6) 2013; unknown st jude lead, implant date unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinician noted that the episode list showed an episode with invalid data. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.